Event description:
It was reported that the left ventricular lead had exhibited an increase in capture thresholds following implant one day prior. Fluoroscopic imaging was normal. Device reprogramming was performed and the patient was in good condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.